Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2019, the patient underwent revision surgery due to a reverse oblique intertrochanteric fracture and a broken trochanteric fixation nail (tfn).

Manufacturer narrative:
This report is for an unknown nails: tfn. Unknown lot number. Without the specific part number, the UDI number and 510k number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number, the device history records review could not be completed as no product was received. The investigation could not be completed; no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2019, the patient underwent revision surgery due to a reverse oblique intertrochanteric fracture wherein the surgeon fixed with a trochanteric femoral nailing system advanced (tfna) nail using a reamer irrigator aspirator (ria) to promote bone healing. Originally, the patient was implanted with the titanium trochanteric fixation nail (tfn) system on (B)(6) 2018. It was unknown if there was a surgical delay. Procedure and patient outcome are unknown. The (B)(6) 2019 revision was performed because of a broken nail (tfn). Concomitant devices: unknown helical blade, (part# unknown, lot# unknown, quantity# 1); unknown locking screws, (part# unknown, lot# unknown, quantity# unknown). This complaint involves one (1) device. This report is 1 of 1 for (B)(4).